Manufacturer narrative:
Additional information was added to h6 and h11.. H11: the actual devices were not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and the sponge revealed the presence of iodine. The reported condition was not verified on the photo sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: device manufacture date: 04/22/2024. H11: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) minicaps had dried out iodine and were considered unsuitable for use. This was observed prior to use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.